Manufacturer narrative:
It was reported, the switch-case began to emit sparks. Examination of the switch revealed that it had been crushed by an external source, damaging internal components and allowing them to emit a spark. We concluded that this report was due to misuse on the part of the consumer.

Event description:
It was reported the switch-case began to emit sparks.